Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted due to (B)(6) bacteremia. The device system was later replaced once the infection had cleared. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they were on antibiotics for 3 moths due to the infection.

Manufacturer narrative:
Correction: model #/lot #. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.